Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). Svd, a common reason for reoperation, can encompass multiple failure modes including calcification. Calcification of valves occurs as a progressive, time-dependent process and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was not able to be completed as information regarding this device (i.e. Model # / serial #) remains unknown. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that approximately eleven (11) months, seven (7) years post-implantation of this 33mm bioprosthetic mitral heart valve, a transcatheter valve was implanted (valve-in-valve) due to stenosis and degeneration, secondary to calcification. As reported, two (2) of the three (3) leaflets were fused together. A 29mm transcatheter valve was implanted via transfemoral approach and the patient was reported as doing well.